Event description:
Information received notes that one day post implant, the lead dislodged into the right atrium. Due to the difficulty of the implant of the lead, the patient was referred for surgical replacement. During the procedure, the patient's heart was irritable and went into ventricular fibrillation. The patient required three external shocks in order to return to sinus rhythm. The lead revision was performed through a limited thoracotomy without further difficulty.